Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has error code messages of failure of proximal and machine pressure sensors. The customer reported there was no patient involvement.

Manufacturer narrative:
Customer evaluated the unit and found that it would intermittently not turn on. Customer confirmed the reported error codes. Customer checked the power supply voltage and found that it was 24v. The customer swapped the front panels with another known working unit. Both units functioned as intended. Customer then swapped the front panels back to the original units and both units functioned properly. The reported unit was tested a few more times without incident. Unit was returned to service. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.